Event description:
Device malfunction: none. Time of malfunction: during the procedure. Symptoms/ae: hypotension. It was reported that during a left internal carotid artery stent procedure, the patient experienced hypotension post balloon dilatation. The patient was given neosynephrine and resulted in prolonged hospitalized. The condition was noted as resolved in 2006, and the patient was discharged to home the same day. There were no reported adverse patient sequelae. No additional information available. Study event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The device remains in the patient. A review of the finished device lot history (lhr) did not reveal any non-conformities which could have contributed to this complaint.